Manufacturer narrative:
Product ID: 37791, serial# unknown, product type: recharger; product ID: 37651, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
The caller called back and said the ins never goes past 75%. A new recharger was sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial#: unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the caller said the recharger wasn¿t charging the ins. The patient had been charging for 2 hours and nothing had happened. The ins was stuck at 75% charged and the patient had all 8 coupling boxes. It usually took 20 min to charge the ins all the way. The caller stated they talked to the rep and told them to call for a replacement, so the patient would be receiving a replacement in the mail. Additional information was received stating the antenna did not resolve the issue. It was reviewed that the charging length depends on usage and settings and it was unlikely that the insr would cause the issue. It was confirmed that the ins was on and had good coupling. It was suggested that the patient keeps monitoring the charging and to follow-up with her hcp if the issue did not resolve. No further complications were reported/anticipated.